Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insulation anomaly observed has been know for years. No electrical issue was detected. The lead was capped and replaced during device replacement for eri. The patient condition was fine before during and after the procedure.